Event description:
It was reported that the patient presented in clinic for syncope episodes. Device interrogation revealed loss of capture on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.